Manufacturer narrative:
The centrifuge speed was found to be too fast per most tube manufacturer's recommendations. The calibration frequency was also found to be outside of recommendations. The event is consistent with a pre-analytical issue the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed a pressure sensor check, sipper and sample/reagent liquid level detection voltage check, and instrument check. The patient¿s samples were repeated after maintenance and recovered acceptable results. The investigation is ongoing.

Event description:
The initial reporter questioned a low elecsys troponin t hs stat result on a cobas e411 rack. The patient had two samples drawn that were available for testing, a serum separator tube and a lithium heparin tube. The initial testing was performed on a serum separator tube. The initial result was reported outside the laboratory and questioned by the ward. The ward requested the patient¿s sample be retested. The patient¿s initial troponin result was 20.36 pg/ml with a data flag and repeat was 2803 pg/ml with a data flag. The repeat result was reported outside the laboratory and determined to be correct. The customer re-centrifuged the patient's samples and repeated testing. The patient¿s serum separator tube result was 2838 pg/ml with a data flag, and the lithium heparin tube result was 2727 pg/ml with a data flag. Troponin reagent lot used for patient testing was 381539 with expiration date requested but not provided.